Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324slm suture anchors suture was cut and the anchor was released. This occurred during a rotator cuff repair, that was completed using another product.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based of the customer's attached picture that display anar-2324slm suture anchor, swivelock® sp, 4.75 mm x 24.5 mm self punching, vented with the blue suture broken and the device disassembled. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that the allegation on the ar-2324slm was confirmed, and the reported failure is most likely related to a user error following the device's correct surgical technique.